Manufacturer narrative:
Findings: unit received alarms due to poor solder joint. However, unit had multiple alarms in the alarm history screen. Alarms due to corrupted history file. Unit was unable to download to carelink pro due to corrupted history file. No unexpected low battery alarm noted. All operating currents are within specification. Pump passed selftest. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. (B)(4).

Event description:
A caller reported via phone call indicating that the customer's insulin pump alarmed. The patient's blood glucose level was 200 mg/dl at the time of the call. The customer stated that they had issues with downloading the carelink program. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.